Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), product type: lead. Product ID: 977a260, serial# (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for chronic back pain and spinal pain. It was reported that the patient programmer showed poor communication. Patient has a rechargeable device. Patient is not able to communicate with implantable neuro stimulator recharger (insr). Patient was seeing the "reposition antenna message" on the recharger when they attempted to start ins charging session. Throughout the troubleshooting the insr charging screen was coming up (which is normal, indicating the insr battery is plugged in and being charged). The last time the patient felt stimulation was a couple weeks ago. They could not turn stimulation on. Patient last successful charge session was a couple months ago. Patient stated "I think there is something wrong with one of the leads" because it seems like he can "feel something back there once in a while moving around more than I felt before". Patient was asked whether it is by the stimulator that they feel something?  Patient states, "no, it's about six inches from the device up toward my neck". Patient mentioned they have been doing a lot bending/painting activities the patient also states he has not had any falls or trauma but once in a while he will abruptly walk into the corner of a wall but that was in the front part of him, not his back.  Patient was redirected to the health care professional (hcp) and was sent hcp listings. No further patient symptoms or complications were reported in this event.